Manufacturer narrative:
A clinical investigation was performed. The pd nurse reported that the patient continued pd treatment on her current cycler. The patient was treated with antibiotics. Per the (B)(4) associate medical, the event of peritonitis is unlikely related to the liberty cycler machine. The most likely cause of peritonitis in a continuous cyclic peritoneal dialysis (ccpd) patient is touch contamination. There was no reports of any fluid leaks. The medical records and treatment sheets were not available for review. The actual device was not returned to the manufacturer for product investigation. A batch record review was conducted and confirmed there were no deviations or non-conformances during the manufacturing process. Product labeling, material, and process controls were within specification. This is a retrospective MDR being submitted by fresenius medical care as a remediation action committed to FDA regarding all potential adverse events received between (B)(6) 2011 to (B)(6) 2013.

Event description:
The peritoneal dialysis (pd) patient reported cloudy fluid during her pd treatment on the liberty cycler. The patient was advised to call her nurse/clinic regarding the event. During a follow-up call, the pd nurse stated that the patient had peritonitis. The cause was unknown, but the nurse suspected it was a result of constipation. There was no cycler issues or reported fluid leaks.